Manufacturer narrative:
Unit passed self test and displacement. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alert. Customer's blood glucose level was 153 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.